Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer reported her freestyle lite blood glucose meter would not turn on when the button was pressed and when a test strip was inserted into the port resulting in a blank screen and the inability of using her device. The customer reportedly experienced dizziness, and subsequently the paramedics were called, and according to the customer's report, they treated her with glucose (route of administration is unknown) and orange juice, and soon after transported her to a health care facility where she was diagnosed with hypoglycemia. Although the customer did not know the medical treatment rendered at the health care facility, she reportedly stated that the treatment provided was indeed a change to her normal medications. The customer additionally reported she took her diabetes medication (metformin) and ate food. There was no report of death or permanent impairment associated with this event.